Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication found during initial tka. After 6 months, patient begin to experience pain, instability, rom, hyperextension. The patient found to have very soft bone due to untreated osteoporosis. Also, the pain was noted to be due medial instability, laxity and hypermobility in both flexion and extension. He had recurrent patella subluxation. Additionally, patient used assistive device for walking. A revision surgery performed, and only articular surface revised from 10mm to 14mm height. X-ray review found asymmetric valgus alignment of the right knee, but no other abnormality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomiant medical devices: 5036963 - palacos r - 60681053, 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65338497, 42532006702 - tibia cemented 5 degree stemmed right size d - 65283623, 42572005602 - femur cemented cruciate retaining (cr) narrow nitrided right size 4 - 65033961, 42540000032 - all poly patella cemented 32 mm diameter - 65144601. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient began to experience pain, instability, range of motion issues, hyperextension, subluxation, and ambulatory issues and approximately 5 months later, they underwent a revision for flexion instability. During the revision, the tibial and femoral components were noted to be well fixed and the poly was exchanged. No further complications were reported. Attempts have been made and no further information has been provided.